Manufacturer narrative:
Use error- always remove all air bubbles from the pump before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally it was reported that air bubbles were observed in the infusion set tubing. Customer performed a supply change to address the issue. Tandem customer technical support educated customer on proper air removal techniques. Customer's blood glucose level was 340 mg/dl.